Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of a -14.0/3.0/91 (sphere/cylinder/axis) tore/broke during injection/delivery into the eye on (B)(6) 2024. The reporter stated that the lens was stuck in the plunger. There was patient contact. There was no patient injury. On (B)(6) 2023, a replacement lens was implanted into the patient's right eye (od). The problem was resolved. Status of the eye is reported as quiet.